Manufacturer narrative:
Submit date 02/04/2015 an investigation of the reported condition was performed on (B)(4) 2014 by (B)(4). One scd 700 compression system was returned for investigation for the reported condition of; burning smell initial testing of the unit found burn marks near muffler, identifying a failure within the unit; therefore, the reported condition will be considered confirmed. Troubleshooting isolated the root cause of the burn marks to be due to corrosion. Control pcb needed to be replaced to correct the problem. Additionally the back case and the manifold were replaced due to soot damage from several burnt components on the control pcb the unit was then fully tested and found to function normally and within specifications. Product scd 700 was manufactured in 2011. The device history record was reviewed and all parameters and acceptance criteria were within specified limits when released. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that the customer could smell something burnt from the scd controller. The unit was returned to a local covidien service center and a service technician found a burn mark near the muffler.

Manufacturer narrative:
Submit date: 12/12/2014. An investigation is currently underway. Upon completion, the results will be forwarded.